Manufacturer narrative:
(B)(4) (unreactive pupil). (B)(4) excessive. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to excessive vaulting. The patient had an unreactive pupil (fixed). The icl was exchanged for a shorter lens. The pt's post-op bcva was 20/30.